Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's father reported via phone call of customer's hospitalization for high blood glucose levels and diabetic ketoacidosis. The father states battery cap is not turning and tightening. The customer's blood glucose level at the time of incident was 569mg/dl. The customer's current level is 164mg/dl. Troubleshoot was conducted. The device was found to be working as designed. The customer was advised to call back if issues or unexplained high levels persist.